Event description:
Health professional reported a lap-band system with a port leak, for which the pt also experienced a "hiatal hernia" and "reflux". Event was first noticed when the device was being filled and the pt noticed that "it felt like there was a leak and no change in restriction". Later less fluid could be withdrawn from the band than had been injected. The device will be explanted and not replaced.

Manufacturer narrative:
Taper ii. . The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done.